Manufacturer narrative:
The meter was returned for evaluation. The investigation unit (iu) observed that the meter has a solid vertical line appearing in the middle of the display. Iu observed that the location of the vertical line on the display does distort the decimal point and digits during the simulation test; therefore, misinterpretation is possible. Iu observed that the meters serial number is below (B)(4). Meters below this serial number could have been damaged during the component manufacturing process causing a solid line to appear in the display. This issue has been investigated, and process improvements in handling of the meter's display have been implemented at the supplier to reduce the occurrence of this defect.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated there is a thick, black line in the middle of the blood glucose monitor display, and this could cause misinterpretation of the therapy information. The blood glucose monitor was requested for evaluation. No physiological effects were reported.